Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasions were noted at 16.4 ¿ 16.6 cm and 16.9 ¿ 17.2 cm from the connector pin breaching the optim sheath only, consistent with friction to another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.